Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light has poor quality. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was - confirmed, further defects were detected. In total the following defects were detected: led is dim, blade damaged. The device passed the quality test at the time of delivery. Based on the technical inspection, the fault described by the customer was identified. The product has never been repaired or serviced since its manufacture in 2015. Therefore, wear and tear could have caused the error. During maintenance, the problem could have been found and repaired, and there would have been no failure during the operation. Furthermore, as described in the IFU, a functional test must be carried out before starting. The event is filed under internal karl storz complaint ID: (B)(4).